Manufacturer narrative:
The manufacturing date in the previously filed 3500a MDR was incorrect, 9/1/2014. This follow up was created to update the manufacturing date to 9/1/2004.

Manufacturer narrative:
A distributor field service engineer (fse) arrived at the customer site to investigate the reported event. The fse resolved the reported error message "4004 turn table slip" by replacing the turn table motor. The fse performed several adjustments and processed several patient specimens without any issues. No further action was required. The aia-360 instrument was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 16-apr-2018 through aware date 16may-2019. There were two (2) similar events reported during the searched period, which includes this event. The aia-360 operator's manual under section 7-1: list of error messages states the following: if an error occurs, the device stops and the message shown below is displayed. If an error message is displayed during an assay, you may not be able to continue the assay. Error message: 4004 turn table slip. Description: the turntable motor slipped. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to a faulty turn table motor. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported to the distributor getting error message "4004 turn table slip" on the aia-360 instrument. The customer requested service to address the issue. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl2) patient results . There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.